Event description:
It was reported that during testing conducted at the user facility the remb universal driver was running on its own. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was not duplicated. Visually, the sockets were corroded and one of the socket pins was bent. Upon disassembly for visual inspection, the flexes on the rear motor and potted trigger assemblies were damaged.